Event description:
On (B)(6) 2012, the patient's diabetes educator contacted animas stating that during a review of the pump download, it was noted that several 0 unit boluses and a 0.35 unit bolus that were not programmed by the patient occurred on (B)(6) 2012. An unprogrammed bolus was also noted on (B)(6) 2012. The reporter initially indicated that on (B)(6) 2012 the patient experienced a low blood glucose (bg) of 4.7 mmol/l and felt shaky after the 0.35 unit bolus on (B)(6) 2012, but during a follow up call it was indicated that there were no bg issues as a result of the unprogrammed boluses. A temp basal program was activated to account for the additional unintended bolus on (B)(6) 2012 and there were no reported bg excursions as a result. Troubleshooting was completed during follow-up and all pump settings were found to be correct. There were no reported keypad button issues. This complaint is being reported because the alleged malfunction remained unresolved and could lead to over-delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history verified boluses as reported in the original complaint. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed no damaged or misaligned button contacts and no evidence of contamination under the button contacts. The pump was exercised for 24 hours with no delivery issues. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No unprogrammed boluses occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.